Event description:
The following has been reported: "error - 49, back up capacitor [issue]; power board faulty" reporting due to the referenced issue. No reports of patient involvement. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed. The subject device was not returned at our laboratory for analysis neither the spare part power board. Only a picture and a video showing the reported event has been sent. Also, the issue is confirmed. Without the affected sample, no investigation can be performed and no root cause can be determined. However, based on the complaint information, the root cause of the reported event is likely due to a defective power board. To our knowledge this complaint is not being related to patient safety. However, the complaint has been registered for statistical monitoring. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.